Event description:
An article regarding the retrospective efficacy and safety using vns for treatment of resistant depression was received and reviewed. A total of 6 patients were observed in the study performed for one year. Adverse events during the one year were recorded indicating there were a total of 5 patients who had voice alteration, 2 that had worsening depression, 1 had coughing with stimulation, 2 had headaches with stimulation, 2 had painful stimulation, and 1 reported received no efficacy from vns. It was stated that during the year of observation, "there were no serious adverse events that might have resulted in patient hospitalization". No additional relevant information has been received to date.